Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex¿ colonic stent was implanted to treat a malignant stricture in the colon during a stent implantation procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying 60%-70% of the stent when the stent slipped out of the sheath and was deployed inadvertently in the wrong location. The wallflex colonic stent remains implanted inside the patient and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.